Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-july-2018 with the following findings: the keypad was confirmed to be peeling up at ok key. All keys responded appropriately. The keypad cover was removed and there was no contamination found under the key contacts. Investigation did not duplicate the under responsive keypad complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive after the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.